Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had been having problems charging and getting no device found. Pt stated recharger (rtm) was heating up a lot. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called from number registered saying they had been having trouble recharging since (B)(6) or (B)(6) and met with their rep already in (B)(6) or (B)(6) - pt confirmed this was the same ongoing issue as documented in this case. Pt said they would work at trying to charge over and over and finally got the ins to charge, but they only got to 70% ins charge. Pt said they would look at the controller and controller would say finished, so they would have to start over and hold rtm to charge. Pt later said they also would keep getting poor recharge quality over and over. Pt inspected controller port, battery compartment and battery pack but did not see any damage. Pt tried to start a recharge session, but reported poor recharge quality. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back from number registered re-reporting information previously documented in this case. Pt said they received their controller and needed assistance setting it up. Pt did not have the li battery in the controller yet (pt had aa batteries). Patient services (pss) walked pt through putting li battery in controller and through controller setup steps. Pt then started a recharging session of their ins and saw poor recharging quality and "finished" at 60%. Pss had pt move the recharger (rtm) away from the ins and push "try again" and pt had recharging excellent. Pss believes that pt had the rtm on the left side of their body when ins was located on the right side. Pss reviewed where they currently have the rtm charging excellent would be a good place to charge in the future. Ins was still charging and green light on controller was flashing. Additional information was received. It was reported that they are still having issues with the external equipment and specifically when trying to charge. Caller stated they are getting poor recharge quality (76). Caller stated they tried calling a manufacturer representative (rep), but no answer. Then got a hold of another rep who told them to call the manufacturer to request a new recharger. Patient services (pss) agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 90 percent and implant is 70 percent. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed poor recharge quality. Caller is getting poor recharge quality no matter what and it's taking forever to charge implant. Caller confirmed directly on skin and states they know where the implant is. Agent sent request to repair to replace the recharger. Additional information was received from a patient (pt). The reason for call was the patient (pt) reported they have had problems charging the ins since (B)(6) 2021. Pt stated that the controller will show "finished" but the charge is only 60% or 30%. Pt stated last week, it was showing finished @ 60%. Pt stated this week it is showing finished @ 30%. Pt verified that they have excellent connection, the green light is flashing. Pt mentioned they have had the recharger (rtm) replaced 2 times. Pt mentioned that they met with a manufacturer representative (rep) at hcp appt (B)(6) 2021 or (B)(6) 2022. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. The patient (pt) called back from number registered re-reporting information previously documented in this case. Pt received rtm and controller replacement, however, they are still only able to charge ins to 50% before controller displays "finished". A replacement battery pack was sent out to the patient. No symptoms were reported. The patient called back and said they've continually had the same issue since last (B)(6). Pt said they've been to their healthcare provider (hcp) and are still unable to get their ins fully recharged. Pt said they can charge the controller from ac power but when they try to charge their ins, it displays "finished" before the ins is charged completely. The patient was redirected to their healthcare provider (hcp) and manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had been having problems charging and getting no device found. Pt stated recharger (rtm) was heating up a lot. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called from number registered saying they had been having trouble recharging since november or december and met with their rep already in december or january - pt confirmed this was the same ongoing issue as documented in this case. Pt said they would work at trying to charge over and over and finally got the ins to charge, but they only got to 70% ins charge. Pt said they would look at the controller and controller would say finished, so they would have to start over and hold rtm to charge. Pt later said they also would keep getting poor recharge quality over and over. Pt inspected controller port, battery compartment and battery pack but did not see any damage. Pt tried to start a recharge session, but reported poor recharge quality. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back from number registered re-reporting information previously documented in this case. Pt said they received their controller and needed assistance setting it up. Pt did not have the li battery in the controller yet (pt had aa batteries). Patient services (pss) walked pt through putting li battery in controller and through controller setup steps. Pt then started a recharging session of their ins and saw poor recharging quality and "finished" at 60%. Pss had pt move the recharger (rtm) away from the ins and push "try again" and pt had recharging excellent. Pss believes that pt had the rtm on the left side of their body when ins was located on the right side. Pss reviewed where they currently have the rtm charging excellent would be a good place to charge in the future. Ins was still charging and green light on controller was flashing. Additional information was received. It was reported that they are still having issues with the external equipment and specifically when trying to charge. Caller stated they are getting poor recharge quality (76). Caller stated they tried calling a manufacturer representative (rep), but no answer. Then got a hold of another rep who told them to call the manufacturer to request a new recharger. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 90 percent and implant is 70 percent. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed poor recharge quality. Caller is getting poor recharge quality no matter what and it's taking forever to charge implant. Caller confirmed directly on skin and states they know where the implant is. Agent sent request to repair to replace the recharger. Additional information was received from a patient (pt). The reason for call was the patient (pt) reported they have had problems charging the ins since nov 2021. Pt stated that the controller will show "finished" but the charge is only 60% or 30%. Pt stated last week, it was showing finished @ 60%. Pt stated this week it is showing finished @ 30%. Pt verified that they have excellent connection, the green light is flashing. Pt mentioned they have had the recharger (rtm) replaced 2 times. Pt mentioned that they met with a manufacturer representative (rep) at hcp appt (B)(6) 2022. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. The patient (pt) called back from number registered re-reporting information previously documented in this case. Pt received rtm and controller replacement, however, they are still only able to charge ins to 50% before controller displays "finished". A replacement battery pack was sent out to the patient. No symptoms were reported. The patient called back and said they've continually had the same issue since last november. Pt said they've been to their healthcare provider (hcp) and are still unable to get their ins fully recharged. Pt said they can charge the controller from ac power but when they try to charge their ins, it displays "finished" before the ins is charged completely. The patient was redirected to their healthcare provider (hcp) and manufacturer representative (rep).

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory. Product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger. Product ID 97755 serial# (B)(6) product type recharger. H3. Analysis was performed on [product ID 97755 serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.